Manufacturer narrative:
Other relevant device(s) are: mc1vr01-delsys. Return date: 12-nov-2019. Product event summary: a partial delivery system was returned, analyzed, and no anomalies were found. Blood was observed in the lumen of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned without the device, tether, and tether pin. There was no sound noticed while exercising the deployment button from the deployed position to the recapture position with no resistance which locked in both positions, and no sound noticed while pulling articulation and releasing articulation with no resistance. The articulation and deployment buttons are not broken and are fully intact and functional. Deployment test could not be performed as only a partial delivery system was returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra delivery system, model #: mc1vr01-delsys/ expiration date: 14 nov 2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device mfg date: 15 may 2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the physician heard a sound from the delivery system of the device. It was also reported the button of the handle was broken. The system was washed and with some difficulty moving the delivery system the ipg was implanted. The device remains in use. No patient complications have been reported as a result of this event.